Event description:
Initial reporter indicated pt had an increase in seizures and no longer had voice changes with stimulation. Additionally, it was reported that a sys diagnostics test resulted in high lead impedance, indicating a possible lead malfunction. Revision surgery was performed and the generator was replaced, resolving the issue of high lead impedance on the sys diagnostics. The site reported the generator was discarded. Replacement of the generator and the reported normal diagnostics during revision surgery, ruled out the lead as the source of the malfunction. Since the generator replacement surgery, the pt's mother reported the pt has not noticed any improvement in seizures. A sys diagnostics resulted in high lead impedance in november 2006, indicating a possible lead malfunction. No report was rec'd of the pt having any interaction with their vns site or any event that may have contributed to the high impedance. The pt underwent a lead replacement. During the lead replacement surgery, a generator test was performed that was reportedly within normal limits and the visualized lead to generator connection was reported as "ok". No obvious lead breaks were reported seen during the revision surgery in the or. In addition, it was reported that several sys diagnostic tests were performed which all resulted in high lead impedance, indicating a suspected lead malfunction. A portion of the lead was returned to cyberonics, inc. For product analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contributed to serious injury.